Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges and the insulin gauge was inaccurate. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 215 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.